Manufacturer narrative:
Qn#(B)(4).

Event description:
The physician noted that the incorrect devices were received. He always and only ordered and received pn 111782 (several sizes) safety silk nasal tubes - confirmed by sap - but he received pn 111781 (size 4 / 4,5 / 5). These 111781 nasal tubes are much stiffer than the ordered 111782. The incorrect delivery wasn't noted by the trainee who did the incoming booking of the devices. Associated complaints 8040412-2024-00030, 8040412-2024-00031, 8040412-2024-00032, 8040412-2024-00033, 8040412-2024-00034, 8040412-2024-00035 and 8040412-2024-00036.

Event description:
The physician noted that the incorrect devices were received. He always and only ordered and received pn 111782 (several sizes) safety silk nasal tubes - confirmed by sap - but he received pn 111781 (size 4 / 4,5 / 5). These 111781 nasal tubes are much stiffer than the ordered (B)(4). The incorrect delivery wasn't noted by the trainee who did the incoming booking of the devices. Associated complaints (B)(4).

Manufacturer narrative:
Qn# (B)(4). The sample was not returned to the manufacturer for investigation. The manufacturer reported: "no sample was returned for investigation. However, by reviewing picture from sap, the product was pack with correct labelling by reviewing the picture side by side. 100% visual inspection was conducted during packing process such defect able to detect upon inspection. Reviewing the lot rejection rate (lrr) data for this affected lot also found zero failure which means this lot was released without any quality issue. From the reported event description, wrong product received by the customer was due to the incorrect delivery and very unlikely due to the manufacturing process. With limited information provided, no further investigation could be conducted. Therefore, this complaint is not confirmed." Teleflex will continue to monitor and trend on complaints of this nature.